Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer had failed and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the full height drawer had failed and not detected on bus. A field service engineer (fse) popped out all cubies, and the drawer had been cleaned of any debris. Fse reseated the row board cable on the back of the drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.